Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aiming arm is cracked, the impactor is broken. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that investigation of the complained instruments confirmed following issues. The aiming arm shows abrasions at the edges which give assumption for long term use but no cracks are visible. Proximal head from impactor shows marks of intensive high mechanical force and shaft connection inside is missing. Further investigation on documentation for material and manufacturing shows that both instruments has been manufactured under specification in april 2005 (aiming arm) and january 2013 (impactor). No failure in material or manufacturing could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which lead into the reported status of the instruments. For the aiming arm the status could be count as regular worn out referencing a nine (9) year using period. For the impactor that unforeseen high mechanical force outside approved range lead into the impact on the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.